Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® implant 4 x 10mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractured at the threads. Pre-existing condition was noted on the per is clenching. The reported device was located on tooth 37 and was used for approximately 5 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and is non-verifiable for bone loss however did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
The doctor reports that the patient had a bone loss but the reason for which he attended the consultation was due to an implant fracture. The affected dental position is 37. The doctor confirms that the dental surgical procedure was not completed with another implant and that the patient did not suffer any negative impact on his health. The doctor also confirms that all the material was removed from the patient's mouth.